Event description:
Material#:309657, batch#:0253179, 0253192. It was reported by customer that graduations missing. Verbatim: graduations missing.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Patient problem code: f27 ¿ no patient involvement. Device problem code: a020102 - nonstandard device.

Manufacturer narrative:
(B)(4) ¿ follow up MDR for device evaluation. It was reported the graduations were missing. To aid in the investigation, forty-one samples of 3ml luer lok syringes from lots 0253179 and 0253192 were received for evaluation by our quality team. All the samples were received in sealed packaging blisters. Twenty-one samples from lot 0253179 and twenty samples from lot 0253192. Each sample was found to have all the scale markings including graduation lines. No defects were found on any of the syringes. The samples returned are acceptable per product specification. A device history record review was completed for provided material number 309657, lots 0253179 and 0253192. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lots 0253179 and 0253192 were inspected and accepted based on meeting our inspection control plan, subsequently approved for shipment and are considered in compliance with our product specification requirements. No corrective action is required at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.